Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp was unable to prime. This was discovered before use. The following information was provided by the initial reporter: drug didn't come out.

Manufacturer narrative:
Investigation: thirty three open 32g x 4mm pen needle samples and six photos were returned from an unknown lot. No., cat. No. 320136. Visual examination of the returned samples was carried out and a bent non patient end of cannula was observed on twenty six samples and a broken non patient end of cannula was observed on two samples. A clog test was carried out on the remaining five samples as per tp700483 and no issues were observed. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp was unable to prime. This was discovered before use. The following information was provided by the initial reporter: drug didn't come out.